Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak); other (unknown cause of endoleak). Conclusions: other (unknown cause of endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 4 months ago. Aneurysm and vessel morphology from the time of implant were not reported. At the time of the event, the neck was 23 mm in diameter at the renals; then enlarged to 26 mm, then to 27 mm, and then to 33 mm. A proximal type I endoleak was noted at a routine follow-up. The leak was treated successfully with a 36x36x26 mm talent aortic cuff five days later. No additional clinical sequelae were reported, and the pt is fine.